Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event was unknown, and it was not known if the barostim system contributed to the syncope. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient lost consciousness temporarily and was hospitalized. The patient thought their hf medications were too high, and the patient decreased their medication dose on their own without physician instruction. In the opinion of the physician, it was unknown if the barostim system caused or contributed to the syncope. It was noted that the patient was feeling good and stated they had more energy and their hands and feet are warmer since implant. As of (B)(6) 2024, the patient had mildly improved.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event was related to the patient's medications, but it was not known if the barostim system contributed to the change to the medication response. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient lost consciousness temporarily and was hospitalized. The root cause of the syncope was determined to be related to the patient hf medications being too high. It was not provided if the barostim system affected the patient's response to their existing hf medication dosage response. The patient's hf medications were adjusted. It was noted that the patient was feeling good and stated they had more energy and their hands and feet are warmer since implant.